Event description:
It was reported that the patient never had therapeutic effect. Since implant patient hadn't really received therapy for device. Patient was feeling stimulation in the bicycle seat area. Patient had been feeling stimulation since implant, but with no relief. Patient did have a fall, but didn't note any difference in stimulation. During trial, the patient got some relief, but not a lot. Administrator at her mother's nursing home can't reach anyone for assistance with using the patient programmer. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model # 3889-28, lot # v772339, implanted: 2011 (B)(6), explanted: unknown. Programmer: model # 3037, lot # njd135698n.